Event description:
The customer reported that 2400 ml of tpn was started at 8:04 pm on (B)(6) and was expected to last 24 hours but the next morning at 9:26 am the bag was empty. The tpn was programmed as a primary. It is believed that guardrails and critical care profile were used. Additional channels were running but specifics for these infusions are unknown. The biomed tested the device and no issues were identified. There was no report of patient harm or medical intervention. Although requested, no further patient or event details were provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs have been received and although requested, receipt of the dataset is still pending. A follow up report will be submitted with investigation results once the evaluation has been completed.